Manufacturer narrative:
The lens was returned inside a stoppered vial in an unknown solution. The lens was removed and cleaned with klrp. The optic has small scratches near the edge. The optic also has a small, cracked area on the edge near one haptic junction. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported scratch cannot be determined. The optic has small scratches near the edge. The optic also has a small, cracked area on the edge near one haptic junction. It cannot be determined which damage was the reported damage. The observed damage may have occurred during the lens removal. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The lens was injected into the capsule. The lens had long markings on the surface sustained in an uneventful injection process. In the surgeon's opinion, the long markings on the lens occurred due to lens material. The lens material could not survive the injection process.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a scratch on intraocular lens (iol) was observed during implantation. The lens was removed and replaced with another company lens in an initial procedure. Additional information has been requested.